Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge displayed that the cartridge was out of insulin. The customer's blood glucose level was in the 300's (mg/dl). Reportedly, a new cartridge was loaded successfully and received an accurate fill estimate.